Event description:
During a transaortic tavr procedure, the 23mm valve moved ventricular on deployment. After deployment, the valve migrated more ventricular on the non coronary cusp [ncc], ending 10:90 [aortic: ventricular] at the ncc, and 20:80 a:v on the left coronary cusp. A second valve was deployed 60:40 a:v capturing the first valve without issue and resulting in no aortic insufficiency. The patient remained stable throughout procedure. The valve malposition was attributed to a long and heavily calcified leaflet on the ncc. The pre deployment position for the first valve was 60:40 a:v. Coaxial alignment of the delivery system and the valve was good; image intensifier angle was good; ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, valve malposition is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified native annulus/leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that patient factors [a long and heavily calcified ncc leaflet] caused ventricular movement and malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.